Event description:
Device 2 of 2. Reference: 1627487-2011-04211. The patient received her scs system on (B)(6) 2007, including two leads (with different lot numbers). It was reported the patient was receiving better stimulation coverage on her right side, than on her left side. An x-ray revealed one lead was fractured and possible migration of the lead. Eight contacts on the left lead were invalid. The patient was programmed using only the right lead and it was reported the patient received effective stimulation coverage. No further action was scheduled at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.